Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not delivering insulin as intended. The customer's blood glucose (bg) level subsequently decreased to range from 79-300 mg/dl. Customer consumed carbohydrates to address bg. Review of the pump data logs by tandem technical support verified that the pump was functioning as intended; however, the customer declined to perform further troubleshooting with tandem technical support and reverted to an alternate method of insulin therapy.